Event description:
Drive was notified of this incident through a summons (B)(6) this year. Patient fell to floor when transferred from bed at resident facility. The chains on the patient lift disconnected from the lift while in use. Patient was hospitalized and acquired (B)(6) infection which ultimately led to death. We have no access to the device or any other information. (B)(4) may have been the importer and distributor of the device.